Manufacturer narrative:
(B)(4). No sample will be returned for evaluation. It was reported that this issue occurred three times, two additional mdrs have been submitted.

Event description:
It was reported that the physician used the seldinger method for right ij placement. The needle was placed in the right ij and the guide wire was fed. When trying to remove the needle over the wire, it would not come out. The procedure was abandoned. The guide wire and needle were removed and patient was stabilized. It was noted that the guide wire could not be removed from the needle, after they were removed from the patient.